Event description:
It was reported that the patient was detained on (B)(6) 2024. The on-duty staff found a crack in the foley catheter on 27 march. The exact location of the crack and other details are unknown. Per additional information via email from ibc on 08apr2024, cracks were observed in the shaft near the funnel. No balloon damage. No leaflets.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter. Visual: received one (1) used all-silicone temp sensing foley catheter without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.025") and (0.3865") from the trifurcation. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was detained on 26 march. The on-duty staff found a crack in the foley catheter on 27 march. The exact location of the crack and other details are unknown. Per additional information via email from ibc on 08apr2024, cracks were observed in the shaft near the funnel. No balloon damage. No leaflets.